Event description:
Pt reported the device was explanted due to rejection. Hcp reported sinus formation after exposure of leads to atmosphere. Evidence of infection. The device was explanted. Pt was treated with antibiotics. Pt recovered without sequela. Refer to medwatch report# 2649622200700420.